Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, may result in displaced structures and targets which could lead to a wrong site mis-administration and potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
As reported from a varian internal observation, when copying a contour using freehand tool on one non enlarged structure set to be enlarged structure set or vice versa, the copied structure (1 plane at a time) will be displaced due to the fact that the enlarged structure set had added a couch structure and selecting yes to the question, "do you want to enlarge the CT series to encompass the couch structure?" Affected versions tested 8.6 and higher. There was no mis-administration or serious injury reported associated with this event.